Event description:
A parameter (distal end of the catheter) was entered incorrectly in the hdr control panel, resulting in a dose to the skin of the patient of around 160 cgray. The intended dose was 160-170 cgy to a different treatment site. The intended target was an almost spherical volume located in the right breast. The skin that was exposed is located in the right breast, at the entrance of the device a multi-lumen mammosite catheter. The closest organ at risk is the right lung. According to the hospital, the patient is fine and was informed of this. The event was being reported under 10 cfr 35 by the hospital. Hospital states that either the source positon stimulator values were recorded incorrectly or not enough force was used when pushing the source positon simulator out.

Manufacturer narrative:
The following medical device report is being submitted to the FDA, to replace report number (B)(4). We inadvertently reported the 'date of report' as (B)(4) 2012, which should have been (B)(4) 2013. Also, the actual MFR report number should have been (B)(4). This has been the only change to this report.